Event description:
PICC line could not be removed. Pt. Sent to the ER, x-ray done. Results normal chest, p.t. Sent home. PICC line remained in place. Two days later, homecare nurse removed 10cm of the PICC line. Five days later, nurse removed approx. 15cm when PICC line broke. Sent to ER. Right humerous x-ray done - 5-6cm catheter fragment in distal right arm. Fluoroscopy done to remove PICC line.